Event description:
The customer stated an architect (B)(4) analyzer generated false positive troponin results twice for one patient. On (B)(6), the architect generated an initial troponin result of 0.55 ug/l. The patient was admitted to the emergency department, and a beckman access analyzer generated a troponin result of <0.10 ug/l for the patient's sample. On (B)(6), the patient was drawn again and the sample generated a troponin result of 0.49 ug/l on the architec (B)(4) and <0.10 ug/l on the beckman access. The sample was frozen and tested on a roche cobas 6000 analyzer, and a troponin result of <3 ng/l was generated. An investigation for heterophilic antibody interference was initiated including pre-treatment of the positive troponin sample in a scantibody tube. The repeat result after treatment was no different suggesting no heterophilic antibody interference. The positive troponin specimen was also diluted 1 in 2 for confirmation and again the troponin result was no different suggesting no heterophilic antibody and/or other antibody interference. There was no adverse impact to patient management reported.

Manufacturer narrative:
Abbott has confirmed that architect stat troponin-I list number 2k41-28 lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of 2k41-28 and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.